Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter has returned for evaluation. On visual evaluation, the device appeared bloody, no other specific anomalies noted. On the functional evaluation the balloon was inflated with in-house presto device. Upon inflating the balloon water was leaked form the balloon glue joint of the catheter. No evidence of balloon rupture observed on the balloon. Microscopic observation was performed to note all the anomalies. Therefore, the investigation remains inconclusive for the reported balloon rupture since no evidence of balloon rupture noted on the returned device for evaluation. The investigation is confirmed for the identified break as the water leaked from the catheter glue joint during evaluation. A definitive root cause for the reported balloon rupture and identified bond joint break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure of a calcified target lesion, the pta balloon allegedly ruptured at 15 atm on the second inflation attempt. There was no reported patient injury.